Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that a model 12tlw806f fogarty catheter broke in half during a procedure. Customer was able to successfully remove catheter without an additional procedure. No further troubleshooting was attempted, a new fogarty was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Our product evaluation lab received one model 12tlw806f embolectomy catheter. The customer report of catheter broke was confirmed. Catheter body appeared stretched and was broken at approximately 10 cm from catheter tip. Catheter body, distal of the break location, was not returned. Cross surface of broken section appeared uneven and rough. Abrasions were also visible on the catheter body, near the break location. Per the IFU balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage was observed from catheter body. An engineering evaluation was performed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrections to the h6 codes device code, type of investigations, and investigation conclusions were made.